Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in (B)(6) 2022 and the patient experienced dehiscence. The incision site on the scrotum opened up and the tubing was sticking out. The patient was treated for possible infection, implant was removed, and a tactra was implanted to save the space. No further patient complications were reported.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted in (B)(6) 2022 and the patient experienced dehiscence. The incision site on the scrotum opened up and the tubing was sticking out. The patient was treated for possible infection, implant was removed, and a tactra was implanted to save the space. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with inflatable penile prosthesis (ipp) procedures and are noted as such in the ams 700 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: labeling and risk review identified that the adverse events of infection and dehiscence are known risks of the device. The causes of the infection and dehiscence were not established by the physician, although, infection and dehiscence are included in the labelling documentation as potential adverse events associated with implant of the device. As such, a conclusion code of known inherent risk of device was chosen. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.